Event description:
A peritoneal dialysis called tech support with an operational question during this call the patient reported that he felt full and uncomfortable and drained out 4100 ml in drain two. The patient's fill volume is 2000 ml. The reported drain volume of 4100 ml is 205% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted; upon completion of the plant's investigation.